Event description:
Patient undergoing ep procedure for svt ablation. Access of left common femoral artery achieved and deployment of preclosure device (proglide perclose). Device was not retrievable with secondary failsafe industry recommended maneuvers. Ultrasound guidance demonstrated malunion of metal and proglide segment of device patient underwent left common femoral artery exploration and removal of foreign body.